Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump's basal and bolus delivery history did not match the expected amounts. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings: the bolus totals in the bolus history were consistent with the bolus totals in the total daily dose history at the time of the reported issue. The pump successfully performed a 10 u audio bolus and 10u normal bolus. Both were accurately recorded in the pump bolus history and the bolus tdd history correctly showed 20.0u. The pump was exercised for 24hrs with no eaw¿s. The battery compartment was found to be cracked.